Event description:
A 3.0 mm diameter x 18 mm length endeavor drug-eluting coronary stent delivery system was inserted into a pt for the treatment of an unk lesion. Lesion morphology was not reported. Initial implant info was not reported. Approximately 37 months post initial stent implant the pt presented to the ER with an acute onset of confusion, lightheadedness, and right upper and lower extremity weakness and decreased sensation. The CT revealed a left thalamic intracranial hemorrhage. The pt was admitted to the stroke center for observation. The pt was discharged 3 days later. The investigator assessed the event was not related to the device, drug or index procedure.

Manufacturer narrative:
Evaluation codes, results: (stroke).